Event description:
It was reported that the patient was experiencing frequent charging of the ipg. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted product was not released by the facility.